Event description:
A technician reported that following a bilateral intraocular lens (iol) implant procedure, a pt was unable to adapt to the lens. The lens was exchanged with an unk lens. In a f/u, the technician reported the pt experienced glare at night which affected her ability to drive at night. The lens was exchanged with a competitors lens, and the event resolved following the exchanged procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on 11/15/2013. (B)(4).